Event description:
A malfunction was reported on the pump by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer delivered a correction injection to address hight bg. The caller was instructed to follow the script for reset and indicated a need to call back, though further corrective actions or outcomes were not detailed.